Event description:
Patient's mother reported that patient had generator explanted 2 months after implant due to patient's body rejecting device and having staph. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Device evaluated by MFR? Device return and evaluation is not required as the root cause has been established and analysis adds no value to the investigation.

Event description:
It was further reported by physician that per review of records, patient developed a surgical site infection and abscess formation at vns left chest pocket and extrusion of the generator. Redness was noted by mom in mid-october and patient started on augmentin. Then on (B)(6) 2010 the mom reported a knot and discoloration at vns site. Patient developed an abscess and infection in the neck on (B)(6) 2011 requiring incision, drainage and removal of vns cables. The cause of the extrusion is a side effect of surgery. No additional relevant information has been received to date.